Event description:
It was reported that the patient was having a communication problem. The patient was in an overdischarged state and the clinician programmer, patient programmer, and recharger were not communicating with the implantable neurostimulator (ins). A manufacturer representative was having trouble starting a physician recharge mode (prm) but after guidance they were able to successfully start the prm. It had been a minimum of 4 months since they last charged or used their device. A manufacturer noted that the patient stopped using their device at the beginning of 2014. It was further reported that a manufacturer representative was meeting with the patient on (B)(6) to work with charging their battery. The reason for overdischarge was that the patient had lost their recharger. The patient was given a replacement recharger but that recharger malfunctioned. It was further reported that so far the patient¿s device had not been able to be recovered from overdischarge. Physician recharge mode (prm) recharges were attempted 6-8 times on (B)(6) and the stimulator never rolled over to a normal charging screen. The manufacturer representative met with the patient again around the end of april and did another prm and it was thought that the patient did more prms on their own. The representative met with the patient the day prior to the report and they still could not connect to any external devices. There had been at least 5 prms attempted on the day of the report and the patient was still unable to get to normal charging. The representative did not think the device was tilted because they could visualize the device when they met with the patient. The representative was going to recommend imaging to see if the device was flipped. It was possible that during the prms the device came out of overdischarge and then slipped back into overdischarge. Additional information received reported the manufacturing representative was not successful in recovering normal charging function. The reporter stated they contacted the patient¿s hcp with the information and they were going to pursue x-rays to rule out ins flip. Additional information received reported the patient had x-rays and the ins was upright. It was noted the patient was scheduled for an ins replacement in the coming months. Additional information received reported the replacement was scheduled for (B)(6) 2014, but the date could change depending on authorization.

Event description:
Additional information received reported that the patient¿s battery was replaced on (B)(6)-2014. It was noted that ¿all was working well.¿

Event description:
Additional information received reported that the patient had a replacement battery and was doing great.

Manufacturer narrative:
Concomitant product: product ID 37754, serial # (B)(6), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID neu_recharger_acc, product type recharger. (B)(4).